Event description:
It was reported that the torque output was too high on five torque limiting handles, resulting in one final driver being twisted during surgery. There were no patient impacts. This is report two of six for this event.

Manufacturer narrative:
Corrections in d4: UDI number. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection: the products were not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the dhrs for the five (5) torque handles (pn 94522) were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to the torque handles not being calibrated properly or the torque handles not being returned for re-calibration at the proper time. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00309 through 3012447612-2021-00314.

Event description:
It was reported that the torque output was too high on five torque limiting handles, resulting in one final driver being twisted during surgery. There were no patient impacts. This is report two of six for this event.